Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the battery cap was damaged. The reporter stated that the patient threw battery cap away as it was damaged. The reporter stated that the patient had a blood glucose (bg) in high 20mmol/l with lethargy and grumpiness. The bg excursion took place while the patient was off the pump and on alternate pump therapy. The patient self treated with insulin via injection but did not take insulin until they woke up. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.